Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-may-2020. The most recent information was received on 17-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. E25513) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), asthenia ("asthenia"), chest pain ("chest pain"), myalgia ("muscle pain"), arthralgia ("joint pain"), neck pain ("neck pain"), vision blurred ("blurred vision"), dysarthria ("slurred speech"), disturbance in attention ("concentration problem") and depression ("depression"). The patient was treated with surgery (salpingectomy, hysterectomy, omentectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, headache, asthenia, chest pain, myalgia, arthralgia, neck pain, vision blurred, dysarthria, disturbance in attention and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, chest pain, depression, disturbance in attention, dysarthria, headache, myalgia, neck pain, pelvic pain and vision blurred with essure. The reporter commented: patient¿s current status: salpingectomy, hysterectomy, omentectomy, anti-depressant treatment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. E25513) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), asthenia ("asthenia"), chest pain ("chest pain"), myalgia ("muscle pain"), arthralgia ("joint pain"), neck pain ("neck pain"), vision blurred ("blurred vision"), dysarthria ("slurred speech"), disturbance in attention ("concentration problem") and depression ("depression"). The patient was treated with surgery (salpingectomy, hysterectomy, omentectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, headache, asthenia, chest pain, myalgia, arthralgia, neck pain, vision blurred, dysarthria, disturbance in attention and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, chest pain, depression, disturbance in attention, dysarthria, headache, myalgia, neck pain, pelvic pain and vision blurred with essure. The reporter commented: patient¿s current status: salpingectomy, hysterectomy, omentectomy, anti-depressant treatment. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] one of them broke during the procedure; a fragment remains in her body [device breakage] headache [headache] asthenia [asthenia] chest pain [chest pain] muscle pain [muscle pain] joint pain [joint pain] neck pain [neck pain] blurred vision [blurred vision] slurred speech [slurred speech] concentration problem [concentration impairment] depression [depression] constant fatigue [chronic fatigue] her health progressively deteriorated [general physical health deterioration]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 29-may-2020. The most recent information was received on 27-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("one of them broke during the procedure; a fragment remains in her body") and pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure inserted (lot no. E25513) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced device breakage (seriousness criterion intervention required), pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), headache ("headache"), asthenia ("asthenia"), chest pain ("chest pain"), myalgia ("muscle pain"), arthralgia ("joint pain"), neck pain ("neck pain"), vision blurred ("blurred vision"), dysarthria ("slurred speech"), disturbance in attention ("concentration problem"), depression ("depression"), fatigue ("constant fatigue") and general physical health deterioration ("her health progressively deteriorated"). The patient was treated with surgery (hysterectomy and salpingectomy, hysterectomy, omentectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, asthenia, chest pain, depression, device breakage, disturbance in attention, dysarthria, fatigue, general physical health deterioration, headache, myalgia, neck pain, pelvic pain and vision blurred to be related to essure administration. The reporter commented: patient¿s current status: salpingectomy, hysterectomy, omentectomy, anti-depressant treatment. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 27-jun-2025: upon internal review, it was identified that case (B)(4). (B)(4) and case (B)(4) are duplicates of each other. All information from duplicate nullification case (B)(4) has been transferred to this case. Reporter information, product indication, annex codes, events: device breakage, fatigue, health deterioration added. E2b company number added. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.